Event description:
Patient's mother contacted dexcom technical support on (B)(6)2014 to report intermittent out of range signal on (B)(6) 2014. Dexcom technical support had the patient's mother perform a reset and the reset was unsuccessful for reported issue. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).